Manufacturer narrative:
E.1: complainant street address: complainant city: (B)(6). Complainant state/province: df patient country: brazil. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
The end user reported an injury when removing the catheter from the urethra caused by a lack of lubrication and developed an urinary tract infection after using it few times. No additional information was provided.